Manufacturer narrative:
Upon further investigation it was found that the contaminant found on this type of catheter would not enter the fluid path. Therefore, there is no risk to the patient for infection or embolism.

Manufacturer narrative:
Upon further investigation it was found that the contaminant found on this type of catheter would not enter the fluid path. Therefore, there is no risk to the patient for infection or embolism. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
One 420804f catheter was returned for examination. The reported event of debris on catheter issue was confirmed. As received, two unknown brown materials of approximately 0.1 and 0.2" in length were found attached at approximately 5cm from hub on the catheter body surface. Further visual inspection did not find any other inconsistencies or contamination. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming with chemistry results. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard clinical practice to check all components of the device prior to use. In this case the contamination on the catheter was found at the distributor before being sent to a customer. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that when the device was received at the distributor, this cholangiography catheter had dust and other debris on the catheter. There was no patient involved. The device was available for evaluation.